Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 a retrograde nail exchange was done because of a possible infection and nonunion. The original injury was done due to a gunshot to the distal femur. The nail and hardware were successfully exchanged. There was one (1) 5.0mm broken screw proximally that was successfully removed. While inserting the new nail, the surgeon hit the nail with the second most distal screw drill bit. However, adjustments were made and the surgeon was able to place the screw successfully. The surgeon was leaning on the aiming arm causing it to bend and miss the nail. There was a twenty (20) minutes surgical delay. Patient outcome is reported as good. This report captures the post-op event of possible infection and nonunion while related complaint (B)(4) captures the intra-op event during insertion of the new nail the surgeon hit the nail with the second most distal screw drill bit. This report is for one (1) unknown locking screw. This is report 4 of 6 for complaint (B)(4).